Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and initial reporter also sent report to FDA are unknown. No information has been received model#, catalog #, serial #, lot#, expiration date, other #, UDI # was unknown. No product information has been provided to date.

Event description:
It was reported that the disposable cassettes caused the pump to beep steadily or exhibited a no disposable alarm. No patient injury was reported.